Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn. No adverse patient impact was reported.

Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data indicated the pod was deactivated after completing second priming sequence. The pod should have deployed any time during second prime. The original data showed multiple timeouts and a drive stall towards the end of the run. Rerun did replicate the timeouts and an 0x5f alarm was expired after delivering 4 pulses. Inspection of the leadscrew found brass shavings and markings by the top of the plunger and further up. No damage was observed to the threads of the leadscrew. It could not be conclusively determined whether the brass contributed to the high pulse width and drive stall. The cause of the observed timeouts and drive stall could not be determined. It could not be established when exactly the hard cannula deployed, or whether the observed timeouts and drive stall contributed to the reported event. Inspection of the hook post spring found splayed plastic on the crush side of the hook post spring, and a damaged hook post, indicating improper installation of the hook post spring. It could not be conclusively determined if the observed deficiency contributed to the 0x5f alarm.